Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners, reservoir tube battery tube threads and end cap, scratched screen, missing end cap sticker, loose/tilted drive support disk. The device passed the displacement test, but it was unable to perform the prime, basic occlusion, excessive no delivery, and occlusion tests as a result of a cracked end cap.

Event description:
The customer reported that the insulin pump had a physical damage and it's separating on the side where it says paradigm by the up and down arrows. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.